Manufacturer narrative:
The customer did not provide further information for the investigation. The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The field service engineer (fse) performed precision studies and they were within specifications. Calibration and qc were ran and they were acceptable. The fse verified that the instrument was performing according to specifications. Investigation is ongoing. H3 other text.

Event description:
We received an allegation of questionable ise results for 1 patient's serum sample tested on a cobas pro ise analytical unit compared to a different cobas pro ise analytical unit. Results for the following tests were affected: sodium (na) and chloride (cl). Initial results: na: 146 mmol/l, cl: 106 mmol/l. Repeat results: (on the same sample) na: 133 mmol/l cl: 96 mmol/l. No questionable results were reported outside the laboratory. The repeat results deemed to be correct. The na electrode lot number was e5896. The expiration date was not provided. The cl electrode lot number was x8859. The expiration date was not provided. Qc was acceptable.